Event description:
Clinical narrative: 67 year old male with history of cardiomyopathy presenting in scai stage d had an impella 5.5 implanted via right axillary artery as care continuation from prior impella 5.5 therapy. A purge system blocked alarm was reported by the care team after 26 days on support. This exceeds the pumps indicated use of up to 14 days. Standard troubleshooting was unsuccessful, so medical team added tissue plasminogen activator (tpa) to the purge fluid. Tpa is utilized for high purge pressure to help mitigate impact of biomaterial within the motor and there was no impact on the patient. Please note that adding tpa is considered an off-label use. Prior to the purge system blocked alarm, the impella 5.5 was operating at p-7 with flows of 4.3liters per minute with 5% dextrose in water with 25meq of sodium bicarbonate providing purge flows/pressures of 8.8 ml/hour/ 490mmhg. The patient remains on impella 5.5 support with no additional reports of alarms.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.